Event description:
The following information was provided: reamer shaft housing has started to separate. Case type / application: (B)(4). 2nd jan 26: update from mps "there is a screw missing allowing the separation".